Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack at the back at the battery side. The customer¿s blood glucose level was unknown at the time of incident. Customer was at hospital for a surgery. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.